Manufacturer narrative:
The labels were left off the unit during assembly.

Event description:
It was reported by the sales rep that the trial glide blower that she received did not have any labels on it.